Manufacturer narrative:
G4: 22jun2020. B4: 22jun2020. The manufacturer's field service engineer (fse) confirmed the reported issue. Performing power fail test 10 in the (performance verification test) pvt and unit would not power on with just (alternating current) ac. The manufacturer's field service engineer (fse) replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported unit will not power on. Fan does not turn on when plugged into (alternating current) ac power source. Battery charging led is not illuminated. There was no patient involvement.